Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted noise oversensing. No interventions were performed. The patient was in stable condition.

Event description:
New information received notes there was continued oversensing noise on the implantable cardioverter defibrillator (ICD). No changes were reported. The patient was stable.

Manufacturer narrative:
Correction: d3, g1 - report should have been submitted with a (B)(4) manufacturer reference number.